Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The cause of the occlusion was likely a result of an intravascular deployment. The review of the lhr (f1522601) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the mynxgrip vascular closure device was deployed after a percutaneous coronary intervention. The patient oozed from the access site so an additional 5 minute pressure was held and hemostasis was achieved. The next day pulses were absent in that leg. The patient was taken to the operating room and the vascular surgeon said she removed foreign body. The patient was hospitalized as a result of the event. The patient recovered from surgery and was discharged normally on (B)(6) 2015. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the sealant was possibly embolized to popliteal the artery. Procedure date: (B)(6) 2015 procedure type: intervention coronary vessel size: 6 mm sheath size: 6f stick location: medium.